Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. No drive/motor anomaly noted. The insulin pump had broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the drive support was loose and sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.